Manufacturer narrative:
The actual product involved with the incident reported will not be returned. The actual product involved with the incident reported will not be returned. Results/conclusions: the actual product involved with the incident reported will not be returned. No product evaluation can be performed. Without the finished good lot number, it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased during the past year for this item. Nine (9) device history records were reviewed. There were no non-conformances issued for these lots nor suture component lots. Dehiscence is a known risk with any suture material. Reference: (B)(4).

Event description:
It was reported that, "there was no a specific date or case sited. In the past 9-12 months, they have experienced 4 dehiscences of the vaginal cuff when sewing the stratafix. The cuff did not fully open, but the epithelial tissues did separate and continued bleeding occurred. To solve the problem, they sewed a vicryl vaginally and secured the epithelial tissues. The method of cuff closure is a two layer closure with a two reverse pass locking stitch." Ref: #(B)(4).